Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around acoustic lens is chipped. And foreign material at air/water supply cylinder. A root cause could not be identified.based on the results of the investigation, a probable cause of the adhesive damage is trace to component failure. A probable cause for the foreign material to remain at the air water supply cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope was not displaying the ultrasound image. The issue occurred during inspection for use. There were no reports of patient involvement.